Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer services representative (csr) documentation. The local safety officer in mexico attempted to contact the patient on several occasions, without success. The patient manages his diabetes with insulin which he self-adjusts. He denied that he had made any changes to his usual diabetes care and management routine prior to the start of the alleged issue. He reported that on (B)(6) 2017, he was ¿shaking and got cold¿. He indicated that he tested his blood glucose level and obtained an alleged inaccurately high blood glucose result with the subject meter of ¿260 mg/dl¿ compared to ¿50 mg/dl¿ on a (B)(6) meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that between 3:00- 3:30 pm on (B)(6) 2017, he was treated by a doctor with ¿sugar water¿ at the (B)(6) office. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient confirmed that his test strips were within expiry date and had been stored correctly. He did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Shaking and got cold requiring hcp intervention, while using the subject meter.